Event description:
Line placed 6 days ago with no complications to right upper arm. On assessment 1 or 2 days later, the line was removed, per primary rn due to infiltration. Right upper arm was firm to touch with redness and edema noted, patient stated arm was painful.